Manufacturer narrative:
As reported, alleged bard soft mesh outer package bag was split. The mesh was not used on the patient. Based on the information provided to date and without having the sample to evaluate, no conclusion can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, the nurse found that there was a crack on the outer package bag of bard soft mesh. It was reported that the box was completely sealed. It was also reported that the mesh was not used. There was no patient injury.